Event description:
It was reported that an ilet pump became unresponsive to touch input, preventing unlocking and normal interaction, consistent with a device malfunction involving the user interface and display assembly. Symptoms included inability to operate the pump and unreliable insulin delivery and meal announcements. Outcomes included the need to discontinue use and implement backup diabetes therapy. Investigation included customer troubleshooting guidance and instructions to shut down the device to prevent further alerts. Investigation of this case revealed a suspected touchscreen/display failure causing loss of responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction attributable to a touchscreen/display component failure.